Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. A main trunk was implanted on the left side and a contralateral leg component (B)(4) on the right. During the final angiography run it was realized that the contralateral leg component had been placed in a location other than intended, namely next to the trunk's distal gate which made it impossible to cannulate. Thus, a cook occluder (28 mm diameter) device was inserted through the patient¿s left side and positioned into the contralateral gate to exclude it from the blood flow. Subsequently, a crossover bypass procedure was performed to restore blood supply to the right common iliac artery. It was reported that the hypogastric artery was not covered. On (B)(6) 2015, it was reported that the patient was doing well.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.